Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera lll gastrointestinal videoscope air/water channel may have been clogged. The issue was found during reprocessing. Inspection and testing of the returned device found that the bending section rubber had foreign material. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the air/water cylinder and scope cylinder had discoloration. The play of the up/down and right/left knob were out of standard value due to wear of the angle wire. The plastic distal end cover and adhesive on the bending section rubber had foreign objects. The nozzle and the inside of the light guide lens was dirty. The connecting tube was snaking and was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.